Event description:
It was reported that the compressor was contaminated with water/liquid. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
A compressor mini was reported having water in output air. The thermoelectric cooler and drainage valve were replaced and the unit was cleared for clinical use. Neither parts nor logs were sent back for further investigation. The thermoelectric cooler is a self-contained unit including a 12 v peltier device which has one cool side and one warm side. The compressed air is supplied to the cool side of the peltier device. When the temperature of the compressed air is lowered, moisture that remains in the air is partly transformed into water by condensation. This water is then collected in the water separator connected to the outlet of the thermoelectric cooler. The drainage valve is part of the system that reduces the amount of moisture in the compressed air. When the damp has condensed, the function of the drainage valve is to open the transport of the water to a drainage bottle. In the start-up sequence, the drainage valve will also release the pressure in the compressor cylinders to have a smother start of the compressor. This could lead to a situation where the compressor is not starting as expected. Alarms will be activated both on the compressor and a connected ventilator. As no part was sent back, the root cause of water in the output air could be determined.